Event description:
On post-op day one, at follow up visit for cataract surgery, she develop t.a.s.s. Sent to retina specialist. End result with good outcome. Dose or amount: 0.8 ml. Route: intraocular. Date of use: 2008. Diagnosis or reason for use: cataract extartion with iol.